Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 2.5 mg/ml at 1.1503 mg/day, gablofen 108 mcg/ml at 49.69 mcg/day, and morphine 50 mg/ml at 23.006 mg/day via an implanted pump for non-malignant pain and lumbar radiculopathy. A motor stall was seen at initial interrogation and a MRI had not recently been performed. The patient was at home when the motor stall occurred on (B)(6) 2016 at 19:57 with no recovery to date. The audible critical alarm was also confirmed. The patient had sudden symptoms of ¿feeling funny¿, double vision, vomiting, in a lot of pain, and light headedness on (B)(6) 2016. No other stalls/anomalies via the event logs. It was further reported by the rep that he was contacted on (B)(6) 2016 by the patient and the patient had not heard the pump alarm at all on (B)(6) 2016. The alarm was changed to once every two hours when the patient was seen and the pump was updated in minimum rate mode. The doctor prescribed the patient plenty of oral medications and the plan was to replace the pump, but he wanted to confirm that if it did recover it would recover in minimum rate. Additional information was received from the rep on 8/12/2016 and the pump and possibly the catheter were being replaced today. The lowest dosing programmable for 50mg/ml (2.4mg/day) which was currently in the system and for 25 mg/ml was reviewed.

Manufacturer narrative:
Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found pump motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear anomaly stall due to shaft-bearing.

Event description:
Additional information received from the manufacturer representative. On (B)(6) 2016 the pump was infusing morphine 50mg/ml at 0.312mg/day, bupivacaine 2.5mg/ml at 0.0156mg/day, and gablofen 108mcg/ml at 0.67mcg/day. The motor stall occurred at 19:52 on 2016-07-19 and a stopped pump period may exceed tube set occurred on (B)(6) 2016 at 19:52. The motor stall recovery occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.